Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose of 214 mg/dl after an infusion set change in which only the cannula was filled rather than replacing and priming the full tubing, resulting in uncertain insulin delivery and suspected infusion set or connector deployment error. Symptoms included hyperglycemia. Outcomes included on-call troubleshooting and education with no alarms, no medical intervention, and no hospitalization. Investigation included technical support review of insulin delivery indicators and guidance through replacement steps. Investigation of this case revealed that the infusion set and cartridge with connector and tubing were replaced and proper insulin delivery was reestablished. It was concluded that the event was attributable to user setup error related to infusion set and tubing priming, with resolution following replacement and correct priming procedures. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.